Manufacturer narrative:
Concomitant medical products: product ID: 978b128. Lot# va2jw3e. Implanted: (B)(6) 2022. Product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 08-dec-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that no adverse patient symptoms; however, the impedance was not able to be cleared. During the implant procedure the impedance check showed high values on multiple electrodes despite all standard troubleshooting. Troubleshooting included removing the lead from the ins, wiping off and re-inserting 3 times. The ins was changed and impedance rechecked. Surgeon decided to keep the lead and implant the patient as only electrode 1 showed high impedance value. The issue was not resolved the time of this report.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they did not report that a lead and stimulator were replaced; "some items were open but not used or implanted."

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the high impedance was unknown. No further action will be taken to resolve the high impedance on electrode 1. Additional information was received from a manufacturer representative (rep). The rep reported that he had intra-opt impedance issue that ended up causing him to replace a lead and a neurostimulator. Technical services suggested testing for motor response initially if high impedance was noted, since there is not likely a motor response if impedance is greater than 4k ohms. When the rep was asked to clarify : remove lead from ins, wipe off & re-insert x3, change ins and recheck impedance . Was a second ins used in this case? The rep replied no, the original ins was implanted and is in the patient¿s mstar record.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2jw3e implanted: (B)(6) 2022 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.